Event description:
The patient was prescribed ultrasound therapy for lower back pain due to muscle tightness. The clinician had the ultrasound treatment parameters set to output 1 watt per centimeter square at a continuous duty cycle. The output frequency was set to 1 mhz. The treatment time was to be 8 minutes. The clinician was to apply the treatment with a 10 centimeter square surface area ultrasound application. The clinician applied the coupling gel to the treatment area. The clinician proceeded to start and apply ultrasound application when the patient immediately complained of a shocking sensation being emitted from the ultrasound applicator. The clinician immediately stopped the treatment. The patient was not injured as a result of the malfunction. The clinician changed the applicator and connected a 5 centimeter squared applicator to the source device. The clinician restarted the treatment and experienced the same shocking sensation.

Manufacturer narrative:
The device did exceed +20 % output setting in the upper output range. However, exceeding this threshold will not likely result in a shock sensation or burning effect.